Event description:
"Pt fell on his back two stories to the ground and was admitted with compression fracture to t12. Pt complained of continued pain and had surgery on down left leg. Had second surgery on 6/25 to remove hook. Leg pain assessed and appears to be secondary to nerve root irritation."